Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. : the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that moving parts of the trigger of the device did not move smoothly. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is improper maintenance. UDI (B)(4).

Event description:
Device report from synthes reports an event in (B)(6) follows: it was reported that on (B)(6) 2022, the drill didn¿t align with the tfna nail. The drill sleeve for the tfna blade was buttressed under too much pressure against the near cortex, which caused the wire to diverge. This then in turn made the drill catch on the nail. No further information is available. This report involves one unk - insertion instruments: trauma. This is report 1 of 1 for (B)(4).